Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised from a 15-20 year implant due to poly wear. Patient was experiencing pain. Replaced liner and head.

Manufacturer narrative:
Additional information received on complaint. The product part and lot number should be corrected to unknown liner.